Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection at ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patients symptoms of infection were redness in the pocket site and lead site. It was believed that the physician does not believed the infection was device related and the cause of it was patients smoking. The patient underwent an implant procedure and was doing well postoperatively.

Event description:
A report was received that the patient had an infection at ipg site. The patient underwent an explant procedure.